Manufacturer narrative:
Similar complaints for this issue were trended including the reported meter. It was concluded that the number of complaints for the meter did not breach thresholds indicative of a systemic issue. In addition, similar complaints for this issue were trended for the test strip lot. It was concluded that the number of complaints for the lot did not breach thresholds indicative of a systemic issue.

Event description:
On september 23, 2022, the reporter (the son) of the lay user/patient contacted lifescan (lfs) USA, alleging that his mother¿s onetouch ultra 2 meter was reading inaccurately high compared to a calibrated lab method. This complaint was classified based on information obtained from the customer care agent (cca) during the initial call and on additional information obtained after customer care reviewed the call recording. The reporter alleged that the product issue began on (B)(6) 2022 at 8 pm. The reporter claimed that the patient obtained a blood glucose reading of ¿184 mg/dl¿ on the subject meter. The patient manages her diabetes with novolog insulin (self-adjusting dose) and the reporter informed the cca that his mother increased her insulin intake by 8 units immediately after the reading on the subject meter. The reporter stated that after his mother took the extra insulin, she went to bed. At 4 am on (B)(6) 2022, the patient ¿could not breath¿ and her son took her to the emergency room (ER). At the ER the patient¿s blood glucose was tested and a reading of ¿31 mg/dl¿ on an unspecified lab device was obtained. The patient was treated by an hcp with IV glucose in the emergency room (ER) after they received the reading of ¿31 mg/dl¿ on a lab device. During troubleshooting, the cca confirmed that the patient had used an approved sample site to obtain the blood samples. The cca educated the reporter on the use of control solution. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received hcp treatment for an acute low blood glucose excursion after the patient increased her insulin intake based on alleged inaccurate high results obtained with the subject meter.